Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during skin closure, the needle broke off and they were unable to retrieve it. To complete the case, multiple x-rays were performed. However after exploring it was not possible to grasp this foreign body and remove it.